Event description:
It was reported that the insulin pump had several alerts. Customer also mentioned no delivery alarms that were resolved by an infusion set change. Customer stated that insulin did not exit when programming one unit in the air. Troubleshooting was not possible as this was a past event. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.